Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The history files were read out and analyzed. During the investigation of the history log files it was possible to detect, that on the day of occurrence a syringe type b.braun ops 50 ml was selected. Further it could be detected that initially a flow rate of 5 ml/h. Was set. Before the infusion therapy was started, the user changed the setting of the flow rate to 40ml/h. During the visual inspection of the perfusor space, all cover caps on the screw pillars as well as the technician seal on the lower housing were available and undamaged. The device was in a clean state and no visible damages could be detected. The functional test was performed. It was possible to see a blue flashing led. This is a hint of an error from the can-bus part. The device passed the self test with a positive result. A syringe which was inserted in the device could be recognized by the pump and it was possible to select the syringe in the menu. Further a long term test was performed. During the long term test no malfunction or errors could be detected. For an inside investigation the device was disassembled. During the disassembling it could be detected residues of liquid on the contacts of the p2 connector. The p2 connector was replaced and the can-bus function worked correctly. The complaint could be not confirmed. The fast infusion was caused by user, because the flow rate was not set correctly. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): "overinfusion." Customer information: total dosage infused over a period of 40 minutes. Should have taken 8 hours. Wanted to give 5 ml/h and total 40 ml.